Event description:
This is an intra-operative issue, occurred in (B)(6). The delta tt cup was opened in theatre, and found to have what looked like a hair but on closer examination it appears to be fine shavings on its external surface. There was no patient involvement, as the shaving was easily identified, and the cup has not been used.

Manufacturer narrative:
This is the 1st similar case reported to limacorporate. We checked the DHR of the delta tt cup involved, without finding any anomaly which could have caused the presence of a shaving on the cup external surface. At the moment, we received a photo of the cup involved, which shows the presence of the shaving on the polar part of the cup external surface. Based on this photo, it appears that the shaving could come from the machining process of the cup. We will also receive the cup, therefore, we will submit a follow-up report after analysis on it.